Event description:
Information was received indicating that during annual inspection a smiths medical medfusion 4000 syringe infusion pump exhibited a "motor not running" error message. Per reporter there was no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was intact. The top case was chipped and cracked. The right plunger case was also cracked. Further investigation of the pump revealed that the main board was knocked out of the extrusion. This was the result of physical damage to the device from a drop. This was identified as the root cause of the product problem. The investigator installed the main board into extrusion slot. The cracked case top and right plunger case were replaced. The pump subsequently passed functional testing.